Event description:
It was reported that the patient is experiencing twitching on the left arm and device pocket location. The physician will program the device and test for sensation. The device remains in use. No patient complications have been performed as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.